Event description:
It was reported that during decontamination, the buttons were jamming up. During functional testing by a service technician at the manufacturer facility, it was found that the handpiece had run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.